Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran the displacement test and the test failed. The customer's recent glucose reading was 247 mg/dl. Advised the customer revert to back up until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.